Event description:
This report summarizes 17 malfunction events where midwest energo s 1:5 handpieces overheated. 15 events resulted in no injury. 1 event resulted in the patient being slightly burned with no intervention. 1 event resulted in the patient being slightly burned with ointment applied.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 17 of 17 devices were returned for evaluation. Evaluation of 13 devices found them all to be within specification. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Manufacturer narrative:
This follow up report provides the requested update to add vmsr to the exemption/variance number field.